Event description:
It was reported by service report that side rail panels were cracked and the bed had no power as a result of a damaged power cord. No pt involvement or adverse consequences are reported.